Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 400 mg/dl. Reportedly, the cause of the elevated bg levels were unknown. The customer addressed impacted bg levels with manual injections. At the time of the report, the customer reported a bg level of 201 mg/dl. During troubleshooting, it was reported that the insulin drops from the end of the tubing were very small. Tandem technical support (cts) requested for the customer to readjust the luer lock and refill tubing; the customer reported that the drops were subsequently larger and "what he is used to expecting". Additionally, it was reported that the pump time was 6 minutes behind and 1 day ahead. Cts walked the customer through adjusting the time and date. During a follow up call, the customer reported bg level went up to 340 mg/dl and was addressed with a correction bolus. Customer reported current bg level was 140 mg/dl.